Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.

Event description:
Patient's husband reported rupture. This record is for the left side. The device was explanted. Later healthcare professional reported "seroma late".

Manufacturer narrative:
Clarification to b3 date of event: partial date 2021. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient's husband reported rupture. Later healthcare professional confirmed rupture and reported "peri-prosthetic fluid". This record is for the left side. The device was explanted. Capsulectomy was performed.